Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 9 months post implant of this 21mm aortic bioprosthetic valve implanted in the pulmonary position of a (B)(6)-year-old pediatric patient, it was explanted and replaced with a 25mm non-medtronic bioprosthetic valve. It was reported that the 21mm valve was stenotic with a gradient of 30mmhg and an orifice opening measured at 13mm. The leaflets were reported to have "poor movement" on transesophageal echocardiogram (tee). Visual inspection of the leaflets during explant revealed that they were retracted, thickened and "fixed into position" with severe insufficiency. The patient's right ventricular outflow tract (rvot) was also enlarged with a patch during this procedure. The patient tolerated the operation well and no additional adverse effects were reported.